Event description:
Nurse scanned patient¿s bladder with 2ms laborie portascan bladder scanner with largest volume reading of 569 ml after 5 scans. Nurse followed instructions and tips/tricks including golf ball size amount of gel and applied firm steady pressure while all 12 images were taken. Patient was straight catheterized for a volume of 700ml. Unit was evaluated by hospital technology technician with this conclusion: unit in good physical condition, tested with bladder phantom multiple times and was always within the +-15% tolerance of the phantom's 130ml.